Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.